Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and there was bleeding. The surgeon converted to a laparotomy to stop the bleeding. The surgeon used single load clips to complete the procedure. The hosp has reported the pt's condition is fine.